Event description:
The customer reported a cgm error, specifically error 42, which occurred recently and required a pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, including waiting 20 minutes before starting the sensor session. The customer followed these directions, and the error code did not reappear after the reset.